Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that the stent eroded through the esophagus resulting in a fistula at the distal flare of the stent. The stent was implanted on (B)(6) 2015 to treat an esophageal perforation. A fistula was observed distal of the stent placement with near circumferential necrosis of a previously normal esophagus. An additional stent was placed to cover the fistula. No further harm or injury to the patient was reported.